Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28mm promus premier¿ drug-eluting stent was selected for use. During unpacking, it was noted that the stent struts were frayed or flared out and they were not attached. The device never went into the patient's body. The procedure was completed with another of the same device. No patient complications were reported.